Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirm the customer reported complaint. The instrument was found to have a broken grip at the grip base at the distal end. A piece approximately 0.07" x 0.31" was found to be broken off. The broken piece was returned. No thermal damage was observed. In addition, the instrument was found to have blade damage. Both blade edges were indented. No functional test could be performed due to the condition of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the tips of the 8mm large suturecut needle driver instrument broke off inside the patient. Fragments were retrieved intact from the patient. The procedure was completed with no reported injury.